Manufacturer narrative:
The date of this report provided in the initial report was incorrect. The corrected information will be provided in this report.

Manufacturer narrative:
Insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. Unable to perform the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests or verify operating currents due to no button response. Insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window.

Event description:
It was reported that the customer stopped using her insulin pump because she had an issue or it was broken. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.